Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with heart failure. It was suspected that the implantable pulse generator (ipg) battery may have depleted. The ipg remains in the patient. No further patient complications have been reported as a result of this event.